Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the specific surgical procedure being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was either donut created ¿ proximal or distal? Was a complete washer transection confirmed? Can more information be provided about the staple form? Were the staples properly formed? Were there any issues removing the device? If so, how was it removed? What other options were considered prior to creating a colostomy? Is the colostomy temporary or permanent? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that during an unknown procedure, at the time of performing the anastomosis and using the clamp, the product did not cut, only stapled and for this reason he had to perform a colostomy.